Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)..

Event description:
The customer's mother reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 22 mg/dl. The customer's mother stated that her son is getting too much insulin. The mother stated that the site had been changed on saturday and by sunday morning the reservoir is empty. The customer was treated for low blood glucose with juice and some carbs. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to speak with their health care provider regarding low blood glucose readings. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to loose/protruded drive support disk. However, it was unable to perform occlusion, prime and excessive no delivery test due to prime alarm. The pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.